Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with na infusion set. The patient was alerted by alarm 2 followed by alarm 26 as there was a blockage that was located at the site. Patient also reported that she saw her infusion set adhesive coming up and that the cannula was sticking out. Patient notice symptoms within 3 hours of insertion in the abdomen. Patient regularly rotated site location. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.